Manufacturer narrative:
The home patient inidcated they were not interested in an evaluation or a swap of their homechoice machine at the time of the call. PMA/510(k) #:g5: k923065

Event description:
A customer contacted baxter's technical service center to report feeling like they have gas in their stomach with the homechoice (hc) machine and they wanted to drain off some fluid. The technical service representative (tsr) assisted the home patient (hp) to do a manual drain and removed 300 ml of the solution. The hp then went back to dwell. Therapy was not discontinued at the time of this difficulty. Per the information provided from baxter, it was unclear what the home patient's parameters were. It was noted that the initial drain alarm set-point is 0 ml and no alarms were bypassed during therapy; the drain phase was not bypassed at any point. The most likely root cause of this overfill situation is the initial drain alarm set-point of 0 ml. Proper bypass procedure was not reviewed with the device user at the time of this issue. Product surveillance attempted to follow up with the home patient's nurse and the baxter home patient service as they are now on hemodialysis and not peritoneal dialysis. The hp indicated they were not interested in an evaluation or a swap of their instrument at the time of the initial call. There was no patient injury or medical intervention indicated at the time of the initial report.